Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked case at display window corners, display window and battery tube threads, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed, indicating a compromised force sensor system. The blood glucose reading was 238 mg/dl. The customer's wife stated that the customer had tried to bolus earlier, and during the rewind step, he was stuck at the fill tubing screen. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.